Event description:
It was reported that during a davinci procedure, the 12mm trocar was leaking co2 from the top, broken seal. There was an interruption of surgery and a loss of pneumoperitoneum. Case completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.